Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 5019672. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients stimulation was inadequate and was also causing pain on the back and on the left side of the abdomen. X-ray was taken and showed that there was lead migration. The patient underwent a lead revision procedure and was doing well postoperatively.